Event description:
A (B)(6) male patient contacted zoll customer support to report that his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the trunk cable was pulled from the strain relief. The cause of the test failures was the pulled trunk cable. The root cause of the pulled cable cannot be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the damaged belt. The patient was issued a replacement electrode belt.